Event description:
Info received indicates the bed has a loss of electrical ground.

Manufacturer narrative:
The tech tested the bed and isolated the issue to a damaged power cord plug. He replaced the power cord plug to repair the bed.